Manufacturer narrative:
Product was ftested fby suing the feeing tube and stylet as it would be used by the facility. No difficulty experienced, unable to duplicate problem.

Event description:
Feeding tube was placed in pt and the stylet could not be removed. Feeding tube was removed and a new one used. There were no problems with the second one.